Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap coin slot was also damaged; however, the cap was secured to the pump and used to complete testing. Unrelated to these issues, the bolus button cover was completely detached and missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2015.